Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-04114. It was reported the patient was not satisfied with the stimulation due to unwanted stimulation in the abdomen and lower leg. The patient was not receiving coverage across her back. The patient had an appointment and reprogramming was attempted, but did not resolve the issue. It was reported the patient was working with the physician regarding surgical intervention to address the issue.